Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were not made at the time and will be discussed with the follow-up physician.